Event description:
The customer reported that the fluoro live image did not display on the left monitor on the monitor cart. The fluoro x-ray might be exposed.

Manufacturer narrative:
The ge service rep checked the system but it worked normally. He checked the pcbs of the ccd camera, checked the connection of three pcbs of ccd camera, and checked all functions of the system but found no problem. The customer will call for service if the problem reoccurs.